Event description:
It was reported that during a lap hso procedure, the surgeon states tah the device crunched while firing and the staples did not form properly. Case completed with another device of the same product code. No patient consequence. One device returning.